Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that the patient presented to the emergency room due to multiple syncopal episodes. It was found that this cardiac resynchronization therapy pacemaker (crt-p) was in safety mode. The device exhibited oversensing due to the unipolar pacing and sensing, which resulted in pacing inhibition. It was noted that the syncopal episodes were correlated with 10 second pauses. The crt-p was removed, and a temporary pacer was placed. The temporary pacer was removed once a new device was implanted. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient presented to the emergency room due to multiple syncopal episodes. It was found that this cardiac resynchronization therapy pacemaker (crt-p) was in safety mode. The device exhibited oversensing due to the unipolar pacing and sensing, which resulted in pacing inhibition. It was noted that the syncopal episodes were correlated with 10 second pauses. The crt-p was removed, and a temporary pacer was placed. The temporary pacer was removed once a new device was implanted. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient presented to the emergency room due to multiple syncopal episodes. It was found that this cardiac resynchronization therapy pacemaker (crt-p) was in safety mode. The device exhibited oversensing due to the unipolar pacing and sensing, which resulted in pacing inhibition. It was noted that the syncopal episodes were correlated with 10 second pauses. The crt-p was removed, and a temporary pacer was placed. The temporary pacer was removed once a new device was implanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device battery history revealed cell depletion that was somewhat unstable and sudden. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The battery analysis determined that there was a short in the cell caused from the cathode tab coming in contact with the can due to a torn insulator tube. This internal short in the battery was determined to be the cause for the battery depleting faster than expected and for the observed power on resets.